Event description:
A consumer reported having bilateral cataract surgery 16 years ago with unk intraocular lenses (iols) implanted. Due to the iol in the right eye ¿breaking apart and causing pain¿, it was exchanged. Four days following the iol exchange surgery, the pt experienced extreme pain and had very little vision. She saw the surgeon and he diagnosed a severe infection. Emergency surgery was performed and the pt was treated with antibiotics for a few days and then switched to steroid drops. Add¿l info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No other complaints were reported in the lot. The product investigation could not identify a root cause. Add¿l info has been requested by phone, fax and mail on (B)(4) 2012. A completed questionnaire has not been received. (B)(4).